Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not receive insulin after a bolus was delivered. Blood glucose was 400 mg/dl. Infusion set was changed twice and cartridge was changed once. Customer used an alternate pump to address to address bg. As the issue was resolved at the time of the event, tandem technical support could not determine a possible cause of the event.